Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the wrench accessory found no anomaly.

Event description:
It was reported the representative attempted to communicate with the implantable neurostimulator using the clinician programmer and was unable to communicate through the box or the sterile package after opening the box. Device was checked prior to start of the procedure. There was not a patient involved in the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc. Product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.